Event description:
It was reported that the patient was in ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) and right ventricular lead delivered six 35 joules shocks that were not effective in terminating the vf. The patient was externally shocked and the vf was converted. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Overlay tube breach at anchor sleeve tie-down site at 23cm (blood ingress under overlay tube). No breach in outer or inner insulation visible. Overlay tube is not insulation, so this is cosmetic only. (B)(4).